Event description:
Information received indicated the head end casters would swivel when the brakes were set.

Manufacturer narrative:
The hill-rom technician replaced the head end casters which resolved the issue.